Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient's pacemaker was unable to be interrogated despite multiple attempts. Further troubleshooting recommendations were provided. No patient symptoms or intervention was reported.